Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during product decontamination, a reduction forceps w/ serrated jaw was broken, it is unknown how occurred. As this was noticed upon cleaning and sterilization activities, there was not patient involvement. A visual inspection confirmed the tip of the device is fracture, rendering it inoperative.